Event description:
It was reported that the patient had his penile prosthesis replaced due to failure. One cylinder had a breakdown due to unknown cause. There were no patient complications in relation to this event.